Event description:
The customer reported the subject device exhibited a leakage. The reported issue occurred during reprocessing of the subject device. There was no patient/user harm or injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the acoustic lens was pierced. This report is being submitted for the malfunction found during evaluation (pierced acoustic lens).

Manufacturer narrative:
During inspection and testing, the acoustic lens was found to be pierced due to physical stress. The reported issue (leakage) was confirmed. Air/water leakage from the bending section was observed due to perforation on the insertion tube and damaged bending section cover. In addition, service found the probe was dented, the adhesive on the bending section cover was torn, the connecting tube was wrinkled, the grip was broken, the scope cover was cracked, the scope body was damaged, the color ring was discolored, the switch box was scratched, there was play in the up/down angulation knob, the bending angle was out of specification, the universal cord was kinked, the insertion tube was buckled, the scope connector frame was worn, the scope connector case was worn, the scope connector was corroded, the probe unit was defective, the piezo elements were defective, the charge-coupled device was scratched, the distal end was deformed, and the universal cord was damaged due to chemical stress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, the cause of the pierced acoustic lens likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.